Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, cerner active directory (adt) interface was down, impacting connectivity. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that adt interface was down. The technical support specialist (tss) server was accessed remotely. A server-down query was executed, and both the interface heartbeat and last core coordination engine (cce) transmission time were confirmed as current. Health sight viewer (hsv) logs were reviewed, and no alerts indicated interface delay or downtime. The issue was verified as resolved after confirmation from the customer side. The system was monitored throughout the day, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.